Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed extensive damage to several boards. The observed damage is consistent with the customer attempting to repair the device. Root cause is unable to be firmly established on this 14 year old device. The device was repaired, recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to adjust pacer rate. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.